Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the first fixation attempt of the implant procedure, decreased pacing impedance and loss of capture was observed on the right atrial (ra) leadless pacemaker (lp). The lp was repositioned to resolve the electrical anomalies. Following the procedure, a pericardial effusion was observed. The fluid was drained to resolve the effusion. The patient was in stable condition.